Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. The pt states, the mesh is causing pain and discomfort around the site and swelling in the lower stomach and "hole area of mesh and may be having bowel problems". It was reported that the event required an undefined intervention. No further info can be obtained.

Manufacturer narrative:
(Possible bowel problems) - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.